Manufacturer narrative:
This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4)., after clinical procedure, patient experienced failure of implant to osseointegrate.